Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to manufacturer report # 6000048-2007-00350 for a description of the second event. An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a patient (gender, age and weight unknown) in 2007. According to the complainant, "the cut wire [broke, but] remained attached on one end." This device was removed from the endoscope and a second autotome sphincterotome was used.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A review of the complaint database revealed three additional complaints for this lot; two were for a similar failure mode; the third was reported for a leak in the injection hub.